Manufacturer narrative:
Failure analysis lab received vela front panel. The vela front panel was installed in known good unit. Fluid ingress is visible on panel screen. Deep scratches are present on panel screen. The unit was powered on in service mode and the touch screen was unresponsive. The customer issue of touch screen not responding was duplicated. The vela front panel was scrapped. This reported event considered a known issue addressed with an internal action.

Event description:
A carefusion field service representative contacted technical support on behalf of one of the user facilities. He reported that the touch screen on one of the ventilators was unresponsive, and requested a replacement front panel. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped a replacement front panel to the user facility. The front panel was replaced and system checks were performed. The system checks were okay, and the unit was placed back into service.